Manufacturer narrative:
Patient samples confirmed positive results when tested by bci. Retain devices tested by bci using controls gave expected results. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter regarding discrepant (-) urine test results obtained from the icon 25 test kit. Customer indicated that they tested urine samples from three patients and obtained negative results at three minutes, but results turned positive (+) between three and a half minutes and five minutes. Customer reported results as negative following the product instructions to read result at three minutes. No quantitative tests were done since patients were in for abortions.